Event description:
It was reported that the patient received an inappropriate shock, and that there was oversensing. The doctor suspected after x-ray examination that the lead pins were not inserted correctly into the device header. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; there was only one set of setscrew marks on the is-1 pin and it is too proximal which indicates the lead was not fully inserted into the device; full lead returned and analyzed. Analysis noted the grommet was damaged.